Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd880781 and gd879916) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer in the USA of peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) and dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. It was unknown if a culture was performed. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. The patient did not recover. On an unreported date, the dianeal therapies were withdrawn. An opinion of causality for the event of peritonitis was not reported. This is report 2 of 2 involved in this peritonitis event.